Event description:
Reporter alleged blood glucose measured 358 mg/dl, one minute later tested 201 mg/dl, and 1-2 minutes later measured 166 mg/dl however was experiencing some symptoms of high glucose. It was reported customer called the nurse who advised the customer to call the MFR. No other actions taken and no treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.